Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and four months later, the patient presented with abdominal pain. A computerized tomography-abdomen/pelvis with contrast showed that there was an infra renal inferior vena cava filter noted below the renal veins. After four months, computerized tomography abdomen/pelvis inferior vena cava filter in place. After three days, computerized tomography abdomen/pelvis showed inferior vena cava filter in vena cava with tines extending beyond the vessel walls without evidence of extension into the spine, aorta, or duodenum. After two weeks, during date of visit, the patient reports placement of inferior vena cava filter at (B)(6) following development of pulmonary embolism. Per report, there was planned to remove the filter a few months later, but this was then deferred as there was thrombus identified within the filter. Discussed inability to percutaneously remove inferior vena cava filter that has been in place for such duration. Removal at this time would require open abdominal surgery with venous reconstruction. After one month, still complaining of right upper quadrant abdominal pain which feels was due to inferior vena cava filter. After one month, patient presented chest pain, the pain in the middle of chest. The patient still strongly feels like the pain was from inferior vena cava filter and still wants it out. After nine months, computerized tomography-abdomen/pelvis with contrast an inferior vena cava filter was present. After three months, visiting note stated that inferior vena cava filter in place (cannot be removed). After one month, chest x-rays showed that partially visualized inferior vena cava filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt, filter detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and struts detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.